Manufacturer narrative:
A2: age at time of event: above 18 years and older. Device evaluated by MFR: charger 12.0 x80, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 14mm proximally of the proximal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per charger label specification. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 12.0 x80, 75cm charger balloon catheter was advanced for dilation. However, during second inflation, it was noted that the balloon could not inflate and it bursted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the balloon was inflated under working pressure before it ruptured.

Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. A 12.0 x80, 75cm charger balloon catheter was advanced for dilation. However, during second inflation, it was noted that the balloon could not inflate and it bursted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.